Event description:
It was reported that during a procedure to treat a de novo lesion in the mid right coronary artery with mild calcification and 80% stenosis, a balance middleweight (bmw) elite guide wire was advanced and successfully crossed the lesion. Reportedly, an attempt was made to advance a 2.0x20 non-abbott balloon catheter over the bmw elite guide wire; however, the balloon catheter became bunched and stuck on the bmw elite guide wire requiring the devices to be removed as a single unit. A non-abbott guide wire was advanced and the target lesion was successfully stented. Reportedly, after the procedure, it was noted that the bmw elite guide wire had stretched coils. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the catheter and the stretched coils were able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.